Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d9, g3, g6, h2, h3, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of being implanted, wear, discoloration, foreign material, and 1 of the posts have fractured off. No updated to root cause.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of a photograph. Visual examination of the provided picture identified one of the three pegs of the patella has fractured off. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision approximately two (2) years and four (4) months post-operatively to address fracture of the patella pegs.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision approximately two (2) years and four (4) months post-operatively to address pain, scar tissue adhesions and fracture of the patella pegs. Initial operative notes did not identify any complications. Revision operative notes identified that at the beginning of the procedure, the knee only had about eighty (80) degrees of flexion. A manipulation was performed, which allowed for full flexion and extension. Upon examination of the surgical site, a significant amount of scar tissue was identified around the patellar region. Upon removal of the patella, one of the pegs was identified to be broken off. The patella was replaced and the procedure was completed without complication.

Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ vanguard posterior stabilized e1 antioxidant infused tibial bearing 14mm x 71/75mm, catalog #: ep-183744, lot #: 356330; biomet modular finned stem with screw 80mm, catalog #: 141318, lot #: 951040; regenerex primary tibial tray with locking bar 71mm, catalog #: 141273, lot #: 590690; vanguard posterior stabilized open box femoral component left 65mm, catalog #: 184528, lot #: 097110. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 001825034-2019-03169, 001825034-2019-03170, 001825034-2019-03171, 001825034-2019-03173. Investigation incomplete.

Event description:
It was reported that the patient is alleging harm caused by the device following knee arthroplasty; however the nature of the harm is unknown at this time.